Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the error code e433 occurred due to a faulty generator board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus, inspection and testing found the following: the device was returned with no accessories. When the device fully powered on, the customer's esg-400 instantly generated an error message "e433" which was displayed on touchscreen located on the front panel. After a couple seconds the device rebooted on its own and error e433 appeared, the device continued to reboot and display the error. This complaint is most likely the result of a faulty generator board. During testing and inspection, the following was also found: minor scratches on the top cover, a diagonal cut was found on the center of the touchscreen of the front panel, the front panel housing of the connector was cracked, the foot switch connector was the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use the customer discovered that their device was turning on and off with error code e433. The customer used another device for the procedure. There were no reports of patient harm associated with this event.